Manufacturer narrative:
Post market vigilance (pmv) received twenty eight devices. The visual inspection of the returned products noted the instruments were sealed with the full complement of fifteen clips. No visual abnormalities were observed. Pmv performed functional testing; the first and second instruments were first test fired once in air so that the clip formations could be observed. Fourteen clips from each were fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open positions. Each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. The third and fourth instruments were first test fired once in air so that the clip formations could be observed. Thirteen clips were fired on test media with proper formations. The jaw and handle moved smoothly through their firing cycles and returned to the open positions. On the last clips on both devices the clips did not load properly and were malformed. Device four not in interlock cut the silastic test media as the clip ejected. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there was a loading problem with the surgiclip in the jaw. A new device was used in order to complete the case. There was no patient injury involved regarding the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty eight devices. The instruments were sealed with the full complement of fifteen clips each. Functionally; twenty six instruments were first test fired once in air so that the clip formations could be observed. Fourteen clips from each were fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open positions. Each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. The last two instruments were found to not function properly. The last clips on both devices did not load properly and were malformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.